Manufacturer narrative:
Two 72503e samples from lot 18095079 were received for investigation; one in sealed packaging and one without packaging with residual fluid in the line. Additionally an unknown burette and a 100ml baxter IV bag were received to assist the investigation. A visual inspection of the sample received with residual fluid identified a crack along the front of the accuslide component. Leakage was confirmed from the damaged component after a flush through. A visual inspection of the sample received in sealed packaging did not identify signs of damage or manufacturing defects; the sample was subjected to functional testing by priming with water; no leakage or further issues were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations performed by the manufacturing site have identified that this type of fracture is most likely caused by material fatigue, which can occur if the accuslide is subjected to repeated loading and unloading; however in this instance without the pump in clinical use at the time of the incident it was not possible to confirm the exact root cause for the cracking. Please note, all accuslide components are 100% leak tested prior to being assembled in the infusion set. A review of the production records for lot 18095079 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, it was not possible to confirm the root cause of the reported issue; however, as the leakage was identified at least two hours into the infusion and not during priming, it is unlikely that a manufacturing defect resulted in the observed damage. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the accuslide component in the past 12 months. H3 other text : see h10.

Event description:
It was reported that se filter set, 15 m, 1 ss y leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. Set was prepared for the administration of tpn. After preparation the nurse noticed a leak from the pump segment area.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that se filter set, 15m, 1 ss y leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. Set was prepared for the administration of tpn. After preparation the nurse noticed a leak from the pump segment area.